Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate slippage. The device passed all specific functional testing requirements except for the lock having slight movement in the lock. The floating ratchet was machined to reduce the moment in the lock, and the unit will be returned to the customer. General maintenance and cleaning were also performed. Root cause - probable root cause of the reported incident is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and was subsequently removed. The patient was prepped for surgery. There was no patient injury or significant surgical delay.